Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related per clinical details that the issue resolved with an additional suture stitch.

Manufacturer narrative:
B2: added intervention. H6: added f19 based on a review of the complaint record. A stitch or suture through the skin was added to seal the tract ooze around the repositioning sheath.

Event description:
An impella cp device was inserted via the right femoral artery in an 87-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage a, with a history of known coronary artery disease (cad). Overnight, the patient developed oozing at the impella access site. The nurse applied manual pressure until the vascular team evaluated the site. The field representative responded that a stitch or suture through the skin was added to seal the tract ooze around the repo sheath. The oozing subsided, and no hematoma was noted. The patient survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.